Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that post implant the ventricular assist device (vad) patient had right ventricular (rv) failure, respiratory failure, renal failure, ventricular tachycardia (vt) and was not responding to medical treatments. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, renal dysfunction and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the ventricular assist device (vad) patient had right ventricular (rv) failure, respiratory failure, renal failure, ventricular tachycardia (vt) and was not responding to medical treatments. It was decided to discontinue support and subsequently the patient expired.